Event description:
Caller reported a malfunction on their pump, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump with updated software and provided instructions for using and returning the old pump. The caller was informed about using mdi as backup therapy and was advised on the replacement pump's setup.